Event description:
Report rec'd from abbott int'l affiliate of an over-delivery of narcotic. The report states: "when delivering the first bolus, the pump went in alarm "check cassette". While the nurse was checking the cassette, it went out from the pocket. The infusion was a 1 mg/ml morphine infusion. The pt rec'd 20ml (20ml morphine) and had a respiratory depression. The pt had narcan and a prolonged hospitalization, but no sequelae." Further info was rec'd from the rptr. The pump was programmed to deliver morphine 1 mg/ml in the bolus only mode with a bolus dose of 1 mg, pt lockout of 10 mins, a 4-hr limit of 24mg, air alarm at 2ml. The morphine was mixed in a 50ml bag of d5w (50mg in 50ml). It was reported that when the pt requested a bolus dose, the pump alarmed with a "check cassette" alarm. It was noted at that time that approx 20mg of the morphine had been infused to the pt in a 5-min time period. The pt required administration of IV narcan 0.2mg following by an unspecified concentration of narcan by continuous infusion. The pt was observed by a nurse "dedicated to survey the pt and to stimulate the pt to help the pt recover". The nurse also observed the pt's arterial oxygen level and respiratory rate. The pt required a 3-hr lengthened stay in the recovery room.